Event description:
The user facility reported that after the endovascular therapy (evt), when the angio-seal device/sheath assembly was withdrawn to position the anchor against the vessel wall as usual, the anchor was not positioned, and the device/sheath assembly was withdrawn together, and the hemostasis failed. The carrier tube was cut, and the collagen and anchor were found inside. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 11 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Patient age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Patient weight: requested, not available due to hospital policy. Patient ethnicity: requested, not available due to hospital policy. Patient race: requested, not available due to hospital policy. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).